Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: moisture was observed behind the display lens. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. During investigation, the pump was found to be completely unresponsive without normal audio tone or vibration. The pump's black box and alarm history was unable to be retrieved. The pump cover was opened and moisture was found throughout the internal components.